Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a lesion in the circumflex artery. The 2.5 x 38 mm xience sierra stent was implanted. On an unspecified date in august 2021, the patient died during sleep at home. No autopsy was performed and cause of death was unknown. No additional information was provided.